Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where one of its drawers got stuck and unable to open. The customer stated this drawer contains all the respiratory medications for the entire floor. Additionally, it was noted that the device failed to print inulin stickers. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 failed due to the faulty drawer slides. A field service engineer replaced the faulty drawer slides to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.